Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, episodes of inappropriate pacing mode switch caused by atrial lead noise were observed. The noise was reproducible with isometric or range of motion testing by the patient. All other parameters were within normal limits. The atrial lead sensitivity was then reprogrammed to resolve the anomaly. The patient's condition was stable.